Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt and alarms) was isolated to a defective r781 driven ground resistor on the computer/analog board. : the root cause for the defective resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor was experiencing adjust belt messages and alarms.